Manufacturer narrative:
The investigation has been completed. The console was not returned. The root cause of the failed 5s spec was contamination on the blue receptacle fiber. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced optical bench check noted that the contrast percentage decreased significantly. The optical kit was replaced to address the issue. No patient was involved.